Event description:
It was reported that capture threshold had steadily increased with intermittent loss of capture. The patient is pacemaker dependent. Lead was explanted.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that the patient received inappropriate high voltage therapy prior to explant of the lead.